Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure poor vacuum was during "quad" mode. A system message was displayed. The system was re-started and the case was completed with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The fluidics module and fluidics controller assemblies were replaced to address the issue. The system was then tested and met all product specifications. The fluidics module assembly was received and a visual assessment of the returned sample found no visual nonconformities. The returned fluidics module assembly was installed on a calibrated system and tested where no problem was found. A surgical test was performed in quadrant mode and no problem was found. The reported event was unable to be confirmed through testing. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. No problem was found with the returned fluidics module assembly during testing; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).